Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2015 with the following findings: the pump's black box showed call service 054 alarms. No alarms or any warnings occurred during the investigation. No intermittent condition was found to the printed circuit board or to the transceiver board. Unrelated to the alleged issue, the battery compartment was cracked below the bumper grip. Additionally the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were multiple call service 054 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.